Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). No troubleshooting was requested for dimension rxl max with hm instrument serial number (B)(4). The customer called regarding dimension rxl max with hm instrument serial number (B)(4). The cause of the discordant na, k and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant potassium (k) and sodium (na) results were obtained on patient samples (B)(6) on dimension rxl max with hm instrument serial number (B)(4). The results obtained on the instrument, did not match between the initial and repeat runs when tested on the same instrument (serial number (B)(4)). The customer provided raw data for the two dimension rxl max with hm instruments (serial numbers (B)(4)). Further discordant results were found on na, k and chloride (cl) when the results were compared between the instruments. The customer did not identify on which instrument the corrected results were obtained. The discordant results were reported to the physician(s), who questioned them. The customer stated that at least one patient was treated based on the discordant results, but did not identify which patient. The samples were repeated on the same instrument and on an alternate dimension rxl max with hm instrument (serial number: (B)(4)), and results were either lower or higher than the initial results. Corrected results were reported to the physician(s). There are no reports of adverse health consequences due to the discordant na, k and cl results.